Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had the basal rate incorrectly set at 7 unit/hour(u/hr), instead of 0.7u/hr. Reportedly, the customer experienced low blood glucose (bg) levels; however, was unable to provide a bg range. Review of the pump data logs by tandem technical support verified that the customer changed the basal rate to 7 u/hr. Additionally, the customer's maximum basal rate notification declared to indicate that the basal rate the customer had set was two times the value of their highest basal rate settings. The customer acknowledged the information provided.